Event description:
It was reported that the shaft of the precise bipolar pyramid tip instrument has splinters and there was no patient involvement. No additional information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the main tube has a 3 inch long section located 1.5 inches below the midpoint with material removed all around the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.